Manufacturer narrative:
Customer quality evaluated the returned device. The 352.040 lot number 2599027 5.0mm flexible shaft was returned and reported to have broken during surgery. This complaint condition was likely caused by over seven years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 352.040 5.0mm flexible shaft is an instrument routinely used in the flexible reamers for intramedullary nails system. The device was returned and reported to have broken during surgery. This condition is confirmed; the device broke along a spiral fracture surface where the shaft meets the proximal coupling component. This may have been caused by the application of excessive torque or a collision with particularly dense bone during surgery. It is likely that over seven years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 5/2010 and is over seven years old. The balance of the returned device is in fairly worn condition with a significant amount of superficial wear and markings. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot number 2599027. Manufacturing location: (B)(4). Date of manufacture: 14.may.2010. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a flexible reamer shaft fractured and caught a resident¿s hand and cut his finger, and a piece hit the surgical technician during an unknown procedure on (B)(6) 2017. There was a 20 minute surgical delay. No harm was reported to the patient and his orthopedic outcome is as expected. The resident had a small laceration on his finger and was treated with a band aid. No information was provided on the outcome of the injuries that occurred for the surgical technician. This is report 1 of 1 for (B)(4).